Manufacturer narrative:
(B)(4). This is a duplicate of (B)(4) and MDR 3030677-2015-01862. Device investigation is pending the return of the device.

Event description:
It has been reported that the AED did not pass self diagnostic check.